Event description:
The customer reported that drive support cap was protruded on one side and flush on the other side of the cap. The blood glucose reading was 140mg/dl. The caller mentioned having low blood glucose for three days. Advised the customer that the device would be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarmed during basic occlusion test due to protruded/loose drive support disk. Unable to perform the excessive no delivery alarm test, due to prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.